Event description:
We rec'd a notice from the customer's sister alleging her 'sister fell off her rascal scooter and onto one of the poles sticking up from the back of her scooter'. We have been unable to obtain additional info due to the reporter's schedule.

Manufacturer narrative:
We will continue to pursue obtaining all the details and provide updated info when available.